Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure. Initial and final (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was over 600 mg/dl. Also, the patient had high ketones. The patient tried to treat with multiple daily injections. However, the patient went to the emergency room for five hours. Moreover, the infusion set was used for twelve to fourteen hours and site was patient's abdomen. Company does not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.